Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. - 28 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 28 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 29 reported events are included in this follow-up record. Product return status 2 devices were received. 1 device was not available for evaluation. 26 device investigation types have not yet been determined. Event confirmation status 1 reported event was confirmed. 1 reported event was not confirmed. Evaluation results 2 devices were found to be affected by compromised lubrication.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 29 previously reported events are included in this follow-up record. Product return status 22 devices were received. 7 devices were not available for evaluation.

Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. - 27 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 29 previously reported events are included in this follow-up record. Product return status 14 devices were received. 1 device was not available for evaluation. 14 device investigation types have not yet been determined.

Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. - 28 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 29 previously reported events are included in this follow-up record. Product return status 22 devices were received. 3 devices were not available for evaluation. 4 device investigation types have not yet been determined.

Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. - 28 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 28 events were reported for this quarter. Product return status: 28 device investigation types have not yet been determined. 28 devices were not labeled for single-use. 28 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 28 </noe> malfunction events in which the device reportedly overheated. 28 events had no patient involvement; no patient impact.